Manufacturer narrative:
Correction: the correct model number is ci512; and not ci24re (ca) as previously reported. This report is filed september 23, 2014. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014. This report is filed october 16, 2014. The device is currently unavailable.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.